Event description:
It was reported that during the initial implant the right ventricular (rv) lead had high impedance and the helix would not extend despite turning the lead pin twenty-five times twice. The lead was re-positioned and the rv lead took twenty five turns before it extended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).